Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient had an avn ablation. Patient reported dizzy lightheadedness but no syncope. Lead was capped due to low impedance, noise and pacing not delivered when required. Should additional information be received, this file will be updated.